Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd phaseal¿ protector p14j there was an issue with leakage. Drug leaked from around the vial when tried to draw the drug with the injector. The following information was provided by the initial reporter, translated from japanese to english: when preparing investigational agent(similar component to pembrolizumab) with p50j, customer had no idea the diameter of the vial and used assembly fixture. However it wasn't stable and replaced by p14j. Drug leaked from around the vial when tried to draw the drug with the injector.

Event description:
It was reported that during use of the bd phaseal¿ protector p14j there was an issue with leakage. Drug leaked from around the vial when tried to draw the drug with the injector. The following information was provided by the initial reporter, translated from japanese to english: when preparing investigational agent(similar component to pembrolizumab) with p50j, customer had no idea the diameter of the vial and used assembly fixture. However it wasn't stable and replaced by p14j. Drug leaked from around the vial when tried to draw the drug with the injector.

Manufacturer narrative:
H.6. Investigation summary two samples were returned to our quality team for investigation. The product was evaluated, no damage or issues were observed, the protector was properly fitted to the vial and the needle penetrated the rubber stopper properly. Functional testing was performed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.